Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and failed back surgery ¿ other via a manufacturer¿s representative (rep). The rep reported that the patient had a power on reset (por) approximately one year ago. No further complications were reported.